Event description:
On 04-mar-2026, it was reported by a distributor via email that an ar-3740sp double-loaded knotless knee fibertak fork broke under minimal impaction. This issue was discovered during a procedure on (B)(6) 2026. Additional information was received on 11-mar-2026: this was discovered during an let with acl procedure. All broken fragments were removed, and the case was completed using another ar-3740sp double-loaded knotless knee fibertak. The surgery experienced a brief delay of approximately 2 minutes, and no additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.